Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the liquid crystal display board.

Event description:
The customer called to report moisture damage to the insulin pump. Nothing further was reported.